Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into multiple wall outlets. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 240 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer continued to charge the pump using the same usb cable and wall adapter.